Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a total laparoscopic hysterectomy, the white tissue pad came off and did not fall into the pt. Another device was used to complete the case. There was no adverse consequence to the pt.